Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucose. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. To facilitate root cause analysis of exposed implant material, bard created a cause and effect diagram. In this diagram, we analyzed impact of accessories, implant material, pt specific factors and injection technique factors. A review of bard dhrs from june 2005 to july 2006 found that all raw materials were found to be within specification and all 14 lots were manufactured using the same procedures, methods, inspections and specifications as approved in the PMA. The mfg parameters related to quantity of dmso and evoh, mixing time and temperature were within the acceptable ranges. The review verified that each lot produced was manufactured in accordance with the dmr. Based on our DHR review no changes were noted, and therefore, the implant material and impact of accessories have been eliminated as a root cause. Based on this process of elimination, pt selection and injection technique were identified as the most likely root causes for the exposed implant material report. Bard's root cause analysis identifies pt selection and injection technique as potential contributing factors to successful pt outcomes. Bard performed a review of adverse events reported for exposed material, erosion and necrosis on a per physicians basis. The analysis showed that the events were reported across multiple physicians with few occurrences (=<2). Bard has consulted with an expert in urogynecology regarding his clinical experience with tegress. He provided a clinical expert review of the severity of adverse events and the importance of proper pt selection and injection technique to reduce adverse event reports. The clinical expert opinion confirmed our conclusion that proper pt selection and injection technique are contributors to exposed material. Bard's existing physician training program and the IFU focuses on proper pt selection and injection technique. Consistent with the IFU, bard has emphasized these critical factors by sending all users tip sheets and a direct mailer from a key medical opinion leader.

Event description:
It was reported that when a pt returned for a second treatment with a bulking implant material, the pt was diagnosed with a uti and was prescribed macrobid for 5 days. The doctor performed the 2nd implant. The pt returned on the 2nd week post-op and still had some white cells and was treated with cipro for 5 days. In 2006, the urinary tract infection was still positive and the pt was treated with another round of cipro for 5 days. Six days later, the pt returned for the 3rd treatment and uti had resolved per testing that yielded a negative result. The doctor continued with the 3rd procedure during which he found exposed implant material from the 2nd treatment that was performed three wks earlier. The exposed area was discribed as superficial, midurethra on the left side. The superficial material was removed by simply moving the scope over the area of exposed material. No further attempts were made to remove the implant material from the pt. Pt is voiding well. Injection details are as follows: treatment volume was 1.25mg per side, silicone clad needle used, transurethral approach, rate of injection was 1.25mg over 60 seconds, needle held at injection site for 120 seconds, needle imbedded to shoulder, no blanching, blebing or coaptation noted. First treatment was performed one month earlier.